Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04320, related manufacturer reference number: 1627487-2022-04322, related manufacturer reference number: 1627487-2022-04325. It was reported that patient experienced ineffective stimulation. Reprogramming by an abbott representative was not attempted as it was declined by the patient. Surgical intervention was undertaken and the entire scs system was explanted.